Manufacturer narrative:
Investigation evaluation: an evaluation of the photos provided by the user confirmed the report. The first photo of the barrel with two (2) bands attached and the second photo of the prematurely deployed bands in the plastic tray confirmed the report on premature band deployment. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter, two-way handle, trigger cord attached to the barrel with two (2) bands (one amber and one black), four (4) deployed black bands and irrigation adapter were returned. It was observed that the two-way handle was returned in the firing position. There were four (4) deployed black bands in the plastic tray. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 144.2 cm between the knots, which was within the tolerance. The trigger cord was intact and not broken. A functional test of the two-way handle was performed and it functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. The vendor lot number of the amber bands has a manufacturing date of july 2016. The vendor lot number of the black bands has a manufacturing date of december 2016. We can conclude from these dates that the bands were within the acceptable age date range. The subassembly history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: during our laboratory analysis of the returned device, it was observed that the two-way handle was returned in the firing position. The information provided from the user indicated that the reported observation occurred during the preparation procedure. If the ligator handle is in the firing position while the endoscope is straightened during the preparation procedure, it can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." The instructions for use caution the user in the system preparation: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the two way handle was returned in the firing position, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The four (4) bands fell out from the cannula [prematurely deployed from barrel]. Only two (2) bands were still inside the cannula [barrel]. [The user] replaced [with a] new device.